Event description:
It was reported that when the patient¿s last implant died in (B)(6) 2012, the patient could not walk. The patient¿s body was twisted and his legs were hitting each other. The patient also could not talk and he had a hard time eating. It was stated that the patient was disabled when the battery died. The device was replaced. It was further stated that the device was implanted in 2005. It was considered normal depletion per the patient's son.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown. Product type: extension: product ID neu _unknown_lead, lot# unknown. Product type: lead. (B)(4).